Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer was instructed by tandem technical support to perform various troubleshooting steps in order to complete a system check and no issues were identified. Ultimately, the customer was advised to replace supplies and continue insulin therapy.